Manufacturer narrative:
Vyaire medical file identification:(B)(4). The suspect device was not returned for investigation. Vyaire medical discovered that no options were installed, and updated options and tested o2 because the o2 was not in percentage. O2 is represented by the numbers 1 through 5. Root cause of failure was due to operator configuration fault at warehouse. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us had an o2 issue note on the unit. At this time, there is no information regarding patient involvement associated with the reported event.